Event description:
Unexpected used product returned. Initial inspection upon receipt shows the set separated from the drip chamber. No add'l pt and event info provided with the returned set. There was no pt harm or medical intervention reported. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.